Event description:
It was reported that a sheath tip broke. It was alleged that a piece may have remained in the body.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the outer sheath broke into several pieces. The probable root causes for the reported failure involving this device could be due to improper sterilization methods, user exceeded 20 uses, dropping/banging of the device against a hard surface, or user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a sheath tip broke. It was alleged that a piece may have remained in the body.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: material/design error. Manufacturing/assembly error. Inadequate package seal strength (packaging design). Improper cleaning/sterilization for reusable devices. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a sheath tip broke. It was alleged that a piece may have remained in the body.